Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead, implanted one week prior, exhibited a sudden increase in pacing impedance measurements. Ts reviewed the device data and noted a lead safety switch (lss) due to high out of range pacing impedance measurements greater than 2000 ohms and loss of sensing shortly after implant. The patient presented to the emergency room (ER) with chest pain and the device was evaluated. A chest x-ray was performed and indicated the rv lead had migrated approximately 1-2 centimeters, and loss of capture (loc) was observed in both unipolar and bipolar configurations. Subsequently, this rv lead was successfully explanted and replaced. No additional adverse patient effects were reported.